Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 4.5, poc: 2.9. Pt self tester tested on the inratio meter at home then went to hosp and tested on poc meter. Meter and poc testing was done within one hour. Last warfarin dose was taken on (B)(6) 2011 after testing on the inratio meter and before going to the hosp. Physician decreased warfarin dose from 15mg to 10mg for the next day only. Normally alternate warfarin dose from 15 mg to 10mg everyday. Pt reports performing finger stick during warm up period, before the green light appears.

Manufacturer narrative:
Investigation pending.